Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned, non-emergency coronary treatment procedure was performed when the issue happened. The procedure was completed as planned, with a delay of less than two minutes. The philips remote service engineer (rse) connected with the customer and confirmed the reported issue. After reviewing the log, rse found that fluoroscopy confirmed no x-ray exposure throughout, with occasional off-entry instances in previous logs. Upon troubleshooting, rse found that the issue might have been caused by the wired footswitch not being pressed properly due to the vinyl cover getting caught. To resolve the issue, the customer removed the vinyl cover from the footswitch. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned, with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.